Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 347 mg/dl at the time of the call. The customer stated that she attempted to treat her blood glucose levels by bolusing, but her blood glucose levels remained high. The customer also stated that she normally changes the infusion sets every four to five days. Recommended changing the infusion sets every two or three days. In addition, the customer reported repeated alarms after changing the batteries. The insulin pump was replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.